Manufacturer narrative:
(B)(4). The evaluation findings of catheter melted and bent. A visual examination of the returned device found that the working length was twisted and bent, the exposed cutting wire was discolored, and the cutting wire appeared to have melted/split the extrusion at the distal pierce hole. The elongated pierce hole caused the anchor to slide proximally and shortened the exposed cutting wire length. A functional evaluation found that the device did not meet the minimum bowing specification due to the shortened exposed cutting wire length. A review of the device history record (DHR) confirmed that the device met all manufacturing specifications. During manufacturing, the sphincterotome devices are 100% inspected. Therefore, the melted extrusion and bent working length are likely due to procedural/anatomical factors and the most probable root cause classification is "operational context."

Event description:
It was reported to boston scientific corporation that an autotome rx sphincterotome was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure on (B)(6), 2011. According to the complainant, during the procedure, the sphincterotome was introduced into the patient. However, the device failed to completely bow. No visible damage was noted to the device. The procedure was completed with another autotome rx sphincterotome. There were no patient complications as a result of this event. The patient condition at the conclusion of the procedure was reported to be "fine." Based on the investigation results, which indicate that the extrusion is melted and that the working length is bent, this is now considered a reportable event.